Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated a delay in ventricular tachyarrhythmia therapy. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was done, and the patient is still currently admitted under the elderly care ward.

Manufacturer narrative:
Correction: b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to intensive care due to an episode where rhythm starts as a slow vt (ventricular tachycardia) and then progresses to a very nasty vf (ventricular fibrillation). It was noted that the patient seems to have had an external shock delivered by the ambulance crew after the device therapy. The cardiac resynchronization therapy defibrillator (crt-d) delivers a shock appropriately, but initially therapy is withheld by the noise algorithm as the right ventricular (rv) lead experienced noise. The patient was noted to be having alternating vf and polymorphic sometimes (slower) vt signals. Additionally, a lead integrity alert (lia) was falsely triggered by the high rate non-sustained ventricular tachycardia and sensing integrity counter (sic) associated with this rhythm after the vf episode. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m lead implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.